Event description:
The reporter stated that the surgeon was inserting a visian icl implantable collamer lens model micl 12.6mm, and the lens flipped over in the eye. The surgeon removed the lens without enlarging the incision and put in a back up lens.

Manufacturer narrative:
Eval results: a work order search was performed for similar complaints within the search and no similar complaints were found.